Event description:
After patient had been dialyzing for 40 minutes, he complained of chills and not feeling well. Temp was 98.8. Dr notified. Blood cultures and internal jugular catheter exit site culture obtained. Patient treated with vancomycin 16 m IV and gentamycin 120mg IV 15 minutes pre-reinfusion. Patient's pre-temp was 97.2, at time of event 98.8 and post 98.8device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.